Event description:
It was reported that upon interrogation, the pulse generator exhibited noise on both the channels. The patient was asymptomatic. The noise could be recreated with provocative testing. The physician elected not to take any action at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).